Manufacturer narrative:
The product was not returned for evaluation, so the reported event, rubber lining is coming out, could not be confirmed in this case. Device was not returned to manufacturer facility for evaluation.

Event description:
It was reported that the rubber lining is coming out of the aseptic housing causing the housing to not close properly which can lead to sterility breach. The event was found during inspection therefore there is no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the rubber lining is coming out of the aseptic housing causing the housing to not close properly which can lead to sterility breach. The event was found during inspection therefore there is no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.